Event description:
The customer contacted physio-control to report that their device would not deliver a shock during testing. When the shock button was pressed the device would not deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control provided the customer with technical assistance. The customer was provided the part number for the main keypad assembly.it was later confirmed that the customer ordered a replacement main keypad assembly to repair their device. After observing proper device through functional and performance testing, the device will be returned to use.the device and removed parts were not returned to physio-control for evaluation.